Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced bent cannula event on (B)(6) 2026. The site of insertion was the abdomen. The infusion set has been in use for 2 days. The blood glucose level was 280 mg/dl and the patient was treated with correction bolus. No further information available.